Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.

Event description:
Article title: vicryl mesh in expander/implant breast reconstruction: long-term follow-up in 38 patients author(s): daniel f. Haynes, m.d., joshua c. Kreithen, m.d. Citation: plast reconstr surg. 2014 nov;134(5):892-9. Doi: 10.1097/prs.0000000000000610. This prospective study examined the use and long term follow-up of vicryl mesh in breast reconstruction. Forty six reconstructions were performed in 38 female patients (mean age 52 years; mean bmi 27.4). The patients underwent tissue expander reconstructions using vicryl mesh. In 17 breasts, the mesh was used only to bridge the inferior pectoral edge and the inframammary fold, with the superolateral portion of the expander covered by the serratus muscle. The vicryl mesh was secured to the pectoralis and the chest wall with sutures of 2-0 vicryl placed at 2- to 3-cm intervals. Mesh were soaked in antibiotics before insertion. Of 38 patients, eight patients underwent radiation therapy. In nonirradiated breasts, one patient developed an infection which resulted in expander removal. Additional information has been requested.